Event description:
Customer reproted being hospitalized for dka. It was reported that cannula was bent when set was removed at hosp. Troubleshooting performed and pump appeared to be operating as designed.